Event description:
New information received notes that the right atrial (ra) lead exhibited oversensing noise resulted in inappropriate mode switch.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the right atrial lead exhibited noise. In clinic lead noise assessment and programming changes of sensitivity were suggested, no change or intervention was reported. The patient condition was unknown.